Manufacturer narrative:
Concomitant product(s): a 5076-58 lead, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away. The family was questioning if the implantable pulse generator (ipg) system was working at the time of death. Follow up noted that the cause of death included atrial flutter, cardiac arrhythmia, non ischemic cardiomyopathy, and atrial septal defect. The device system has since been explanted.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.